Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition occurred. The device's blower motor was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor pca was replaced to address the issues.